Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data and pump histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The lay user/patient contacted animas on (B)(6) 2012 requesting assistance with temporarily decreasing his basal. At the time of the call, the patient informed animas customer support that he wanted to set a temp basal decrease as a result of experiencing low blood glucose (bg) symptoms and readings. The patient claimed the low bg's started approximately 2 weeks prior to contacting animas. He informed customer support that he felt the low bg values were related to gastroparesis. The patient reported developing symptoms of feeling shaky, hungry and a little confused. He was unable to provide specific low bg readings or times; however, stated the lowest bg was 42 mg/dl and was able to treat himself with oral carbohydrates (glucose tabs). At the time of troubleshooting, the patient confirmed all pump settings including the date and time were correct. The patient reported that the pump settings had last been adjusted 2 months prior and confirmed using recommended dosing per pump. Customer support noted there were no associated alarms in pump history. Review of bolus history confirmed all boluses were delivered as programmed. The patient confirmed the basal rate programmed correctly. At the time of the call, the patient confirmed insulin he was using was within expiration date and appeared in good condition. The patient denied any issues with site. After troubleshooting, animas customer support informed the patient there was no indication that a pump malfunction may have caused or contributed to the low bg's. The patient was advised to contact his hcp for further assistance. Although troubleshooting did not reveal a possible malfunction of the device, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.